Event description:
It was reported by service report that the fowler gas cylinder and rod and cap side hydraulic hoses are leaking. It was also reported the fowler release handle is broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod and cap side hydraulic hoses; fowler release handle.